Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that catheter issue occurred. The opticross hd imaging catheter was selected for ultrasound examination of the target lesion. During preparation, good images were obtained and the flush was performed with the telescope retracted. During the procedure, air contamination was observed after pullback of a few centimeters. The telescope was retracted and multiple additional flushes were attempted, but no improvement was achieved. The procedure was completed with another of same device and no patient complications were reported.